Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the distal body broken, the lg cable connector broken, the lcb distal cover glass broken, the operation channel buckled, the insertion flexible tube (ift) buckled, the suction channel buckled, the lcb distal cover glass cracked, the angle wire play, the lg cable connector leak, the lcb distal cover glass leak, the objective lens unit scratched, the air/water nozzle loosened, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.